Event description:
Customer reports error code 420 during case. They rebooted the system and error code 426 appeared. Rebooted 4 times with error 426 before system would run to complete case. No patient injury was reported.

Manufacturer narrative:
The service rep reseated table sensor pcb connectors and tested. Table is moving in all directions w/o error. Will monitor situation and order table sensor pcb. System is operating as intended.